Event description:
It was stated that the customer was hospitalized for blood glucose levels too low for the glucose meter to register. It was stated that the customer fell and then called the paramedics. The customer did not prime while being connected to the infusion set. Troubleshooting was performed and the insulin pump history was all correct. Could not confirm the time or reservoir volume amount because the battery had been removed from the insulin pump prior to troubleshooting. Advised to have the customer call back if further assistance is necessary.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.